Event description:
It was reported pcu keypads are being replaced. No further information received.

Manufacturer narrative:
The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. The root cause has been determined to be an electrical failure / design. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known. H3 other text: product not required.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported pcu keypads are being replaced.